Event description:
It was reported that a user of the ilet bionic pancreas experienced a low blood glucose episode in the afternoon, self-treated with a large quantity of oral carbohydrates (ice cream), and subsequently experienced elevated blood glucose that was expected to decline over the following 90 minutes; follow-up confirmed blood glucose was decreasing and no further assistance was requested. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient low and high glucose without medical intervention or hospitalization. Investigation included user interview and troubleshooting with education regarding appropriate treatment of hypoglycemia and avoidance of overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia with oral carbohydrates. It was concluded that the event was related to user management of hypoglycemia rather than a device malfunction, and the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.